Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) called, reporting same events already reported. Pt states, she has reached out to the rep, and no-one seems to get back to her. Pt states, texted rep today at 6am. Pt states, machine doesn't work. Pt states, will put self in as, per the rep. And doesn't stay that way. Pt states, no stim when laying down or getting up after an hour. Pt states, will set equipment goes away. Pt states, found out 3 slipped discs. And doesn't want to have cortisone shots in back or doing another surgery to relieve pain in back. Pt states, she had hip replaced. Pt called, reporting the same events already documented. Pt states, MRI has shown something different. Even though, the hcp said pt's not having a problem. Pss sent email to reps. Rep stated, they're waiting to hear who patient's pain management doctor is. And asked ps, to ask if patient calls back. No further action necessary.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot#/serial# (B)(6), product type lead product ID 977a260, lot#/serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated the same information. Patient was trying to get in touch with a mdt rep and stated the one they were supposed to meet never showed up to the visit. Patient explained that they can use their program for the left leg stimulation but not for their back or right leg because the stimulation shoots into their chest and their breast feels like it's going to explode. Patient noted that they've had it turned off for a month now, and the area is still so painful from the stimulation. Patient added that they have an upcoming appointment with dr. (B)(6) but was hoping to have reprogramming done by then. Patient explained that about a month ago they had an xray and dr. (B)(6) indicated that the leads are too high in the spine and crossed. Patient stated dr. (B)(6) believes this is the reason for their symptoms. Patient stated dr. (B)(6) wants to take the leads out and re-do them, but they do not have a procedure planned at this time. Agent reviewed with patient that the lead placement is likely contributing to their symptoms and to follow up with their healthcare provider to discuss next steps. Patient still wanted to get in touch with a rep to try reprogramming; agent tried to explain to patient that their focus should be on their upcoming appointment and possible revision rather than reprogramming, but patient insisted. Patient noted that since they can't use the stimulation for their back, their back pain is causing stress headaches and all they can do is lay around and eat. Patient stated they've already gained 10 lbs. Agent sent an fyi to the field. Patient also asked about emp attacks and possible effects on the neurostimulator; agent reviewed information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the doctor recommends a lead revision and has also offered her a pain pump to address her multiple health issues. The situation is complex and presently beyond their control.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated the for a couple months they've been having some problems with their machine going up and down. Caller stated that the stimulation will be set at "30%" and then it jumps to "50%" or it goes the opposite direction and won't even stimulate at all. Caller stated that they will just feel it all of a sudden. Caller stated they spoke with a mdt representative (rep) about this and were planning to meet to check out what is going on. Agent attempted to clarify what caller was describing, and caller confirmed it was not the battery levels jumping around and that they sometimes just feel the stimulation. Agent recommended caller follow up with mdt rep as planned. Caller noted they were currently in the process of getting a referral for pain management and will be meeting with the rep at their primary care doctor's office. Caller had noted that they had an MRI and like 2 days after that they started having the problems with their stimulation. Agent marked event date as unknown as caller first said it's been a couple months but then said it started after the MRI. The caller was redirected to follow up with their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. P patient added details and noted symptoms came back; they are having problems with stim "spiking up." Patient mentioned they saw mdt rep 3 weeks ago and they tried reprogramming and adjusting stim to just up their back, but the therapy is still in their chest and their stimulation hurts to the point where they are needing to shut therapy off. Agent redirected patient to their hcp.